Event description:
In 2009, customer experienced over processing artifact from tissue processed on retort a of processor. Nuclear detail not present on stained sections. All retort a pressure and valve leakage tests have passed, however, a purge valve was found to be in a worn state. This instrument was overdue for a pm by 300 pump hours. Customer has been using recycled xylene as a 100% pure processing reagent and setting reagent change thresholds to change every 20 cycles instead of every 10 cycles as recommended. At approximately three weeks later - customer reported two patients required re-biopsies.

Manufacturer narrative:
Customer was advised that recycled xylene should not be used as the last step of xylene (most pure) prior to wax. Customer was advised to set reagent change thresholds to change every 10 cycles using fresh reagents. A full preventive maintenance was performed by a leica service engineer, and the instrument returned to specifications and routine use.